Event description:
It was reported that an email received from the doctor on (B)(6) 2026. The email that describes a patient injury that occurred on (B)(6) 2025 (exact date was not given) stated, "during the device trial conducted before our purchase decision: the thermaclear lost power during morcellation and the patient sustained a bladder injury." Update from the doctor: device failure resulted in loss of fluid irrigation necessary to maintain bladder distention during morcellation. The bladder decompressed suddenly and there was a morcellator injury to the bladder. We assessed the injury and determined that it was safe to proceed with the rest of the surgery. The thermaclear pump had to be replaced with gravity drainage fluid setup, resulting in unnecessarily prolonged surgery and additional steps to recover hemostasis after the bladder decompression event. Surgical delay is estimated at 15-30 minutes due to troubleshooting equipment failure and replacing with backup equipment. Surgical steps (scope change, return to hemostasis, another scope change to proceed with morcellation) had to be repeated due to the loss of irrigation fluid.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.